Manufacturer narrative:
Date of event: exact date unknown, event occurred about two months ago. Implant date: (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2158500, model: sc-2158-50, serial: (B)(4), batch: 5016147/7017129.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. No further information has been obtained despite good faith efforts.